Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event detected by a libre 3 plus cgm with a nadir of 59 mg/dl and self-treated with approximately 50 grams of oral carbohydrates, specifically peanut butter crackers, after which glucose trended to 120 mg/dl; no device malfunction or component issue was identified and the cause of the low was unknown. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for medication-level intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.